Event description:
Medtronic received a report that a marathon catheter had perforated (with guidewire/stylet) in the center shaft. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). When the guidewire was inserted during preparation of the product, the wire came out from the center of the shaft. Although there were no visible holes, the use of it was discontinued and another product was used to ensure safety, and the procedure was completed without any problems. There was no resistance when passing the guidewire/stylet. It was unknown if there were any kinks, etc., on the guidewire, coil, or stylet. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices: guidewire chikai10.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was being treated for avf case of the spinal cord. Vessel tortuosity was normal. The cause of the catheter perforation was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon microscopic inspection, no ruptures, punctures, or holes were found with the marathon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.